Event description:
As reported by the user facility: (B)(6) 2025 I was starting an IV on a pediatric patient. I was advancing the catheter, but then I notice a shear/fray in the catheter near the colored hub. I stopped inserting the IV catheter once I saw the shear/fray. I pulled the IV catheter out and obtained another IV catheter.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation; the protective cap and cannula hub were not returned for investigation. Through visual examination, no tear off damage or any other deviations were observed on the sample. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the sample is within specification. The reported defect could not be observed or replicated. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.